Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported that ¿case number: (B)(4), rob084 - mps reported leaking hydraulic fluid. Case type : not reported¿. Product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: -verified lift fluid leaking; -reservoir had too much fluid; -removed fluid to proper levels; -performed system check. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that rob084 was inspected on 25/01/2010 and was handled via npr. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, shows no additional complaints related to the failure in this investigation. Conclusions: (per preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event.) The failure was confirmed and reproduced. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported leaking hydraulic fluid. Case type : not reported.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported leaking hydraulic fluid. Case type : not reported.